Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal bupivacaine, dilaudid and clonidine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the hcp stated that the patient was in the emergency room and they thought that the pump might be delivering too much medication. The hcp asked about having the pump "turned down." The agent reviewed role of mdt rep. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.